Manufacturer narrative:
(B) (4): the phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician confirmed through error event log and with testing, there was a 502 priming error during the prime and tune cycle. The technician indicated the unit had no boot up or start up issue. The unit started up as intended. The technician reported the machine did not shut down during testing of the equipment. The technician calibrated vacuum settings and the unit passed prime and tune process. The machine operates to amo specs. The cause of incident experienced by the customer was not able to be determined.

Event description:
During a cataract extraction procedure, the phaco machine reportedly stopped with a priming error. The clinic was unable to reprime the machine to restart the procedure. The pt was transported to a nearby facility for the completion of the procedure. No pt injury was reported.